Event description:
The pump was returned for investigation. Investigation revealed keypad issues. This report is made based on results of the investigation performed on 12/10/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2013 with the following findings:the keypad was found to be worn, no tears or peeling were observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the contrast button key contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).